Manufacturer narrative:
Date sent: 09/04/2007. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy procedure, the clip was not formed. Another device was used to complete the case. There was no adverse consequence to the pt.